Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pace impedance greater than 2000 ohms. The lead's sensing and threshold measurements were taken and were within normal ranges. The physician will continue to monitor patient and system. There have been no adverse patient effects.

Manufacturer narrative:
(B)(4). Additional information has been requested. This event will be updated should additional information be provided.